Event description:
It was reported that a revision surgery was performed. Primary surgery was performed on 2014 "initially did well" but there was deterioration over the last 12 to 18 month. A total knee replacement was effected (revision surgery) on (B)(6) 2020. The knee was opened via previous incision total knee replacement inspected implants well fixed and aligned. It was reported that the doctor felt patients anterior knee pain was a patellofemoral issue so the patella was resurfaced with a 38mm resurface patella as per surgical technique. Surgeon does fault implant. No implants were removed.

Manufacturer narrative:
It was reported that a revision surgery was performed due to knee pain. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. X-rays have been submitted for review which confirm no loosening of the femoral and tibial components and a lateralization of the patella. It has been communicated that no further documentation would be forthcoming. Therefore no medical assessment can be performed at this time. Based on the limited information, the root cause of the reported pain was the alignment of the patella which was resolved by resurfacing. The surgeon does not fault the implanted components. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.